Manufacturer narrative:
Patient information was requested. No additional information has been received to date regarding the patient's age, gender, weight. A visual examination of the device was performed which included an inspection of the connector block, handle, spacer, suction tubing, integrated cable component, and the electrode tip. The electrode tip showed moderate wear and the device was missing an electrode ball on the tip of the device. The device could not be functionally tested as the device was returned with the suction line and integrated cable cut off. The root cause of the electrode detachment was due to mechanical failure.

Event description:
During a shoulder subacromial decompression procedure, the tip reportedly broke off of the wand and the surgeon was unable to retrieve the tip. The piece remains in the patient as confirmed by x-ray. No adverse consequence to the patient was reported. There is no plan to reoperate to remove the fragment.